Manufacturer narrative:
Pending investigation. D10: a10012 - gps implant kit v2 11021019075 314-13-23 - equinoxe cage glenoid m, post aug, left 5951167 300-30-10 - equinoxe preserve stem 10mm 6107305 300-10-45 - equinoxe replicator plate 4.5mm o/s 6373379 300-20-02 - equinoxe square torque define screw drive kit 6405006 531-78-20 - shouldr gps hex pins kit 6411366

Event description:
As reported, approximately 4 years and 6 months post the initial left tsa, the patient complained of pain and was revised due to aseptic loosening. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.